Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The device was visually and microscopically examined. At 28.6cm and 120cm from the strain relief, the hypotube of the device was kinked. There was blood present in the shaft of the device. At the collar opening, the polytetrafluoroethylene (ptfe) lining was pulled up and out of the collar. At 16.4cm-24.3cm from the collar, the shaft had drag or shaft damage that exposed the braiding and markerband. There was also tip damage to the device. Product analysis could not confirm the reported failure to cross the lesion as the clinical circumstances could not be replicated. The reported kink was confirmed as there were hypotube kinks to the device. The confirmed damage found in analysis would indicate crossing or advancement difficulties. There were unreported damages such as shaft damage to the ptfe lining at the collar and drag along the shaft near the tip of the device. There was also tip damage that would cause resistance in advancement of the device. These damages are consistent with what can occur due to an interaction of patient anatomy, another device, and procedural difficulties.

Event description:
Reportable based on device analysis completed on 13jan2022. It was reported that the device was kinked. The target lesion was located in the right coronary artery. A 6f guidezilla ii guide extension catheter was selected for use. During the procedure, it was noted that the device was kinked due to lack of support and caused it to be entrapped in the catheter and was damaged. The procedure was completed with another of the same device. No complications reported and patient was stable post procedure. However, device analysis revealed that the polytetrafluoroethylene (ptfe) lining was pulled up and out of the collar and the shaft had drag or damage that exposed the braiding and markerband.